Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.